Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) asian male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp device. During support, an access site bleed formed and was treated with a blood transfusion. Approximately 10 days later, the patient developed leg ischemia and was treated with unspecified drug therapy.